Manufacturer narrative:
The cause of the reported issue was isolated to the system pcba. However, the device could not be repaired as the replacement parts are no longer available. The device was returned to the customer unrepaired. The customer was informed of the device's state and provided information on obtaining a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device would not complete the boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker perform an initial evaluation on the customer's device and confirmed the reported issue of the device would not complete the boot-up cycle during power up. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During the evaluation, it was found that the device would not complete the boot-up cycle during power up. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.